Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-apr-2026, a sales representative reported via phone that an ar-1588al-cp2 allograft graftlink implant system had the tensioning pullstring break at the button during an acl allograft reconstruction. A new kit was opened with a twenty-minute delay, and the surgery was completed successfully.